Event description:
Reporter stated that some of the device's internal contacts appear blackened. No operator injury was reported. Technical support requested the return of the suspect device and replacement product was shipped.